Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient probably had a normal flu, but to be sure, they prescribed antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving baclofen 2,000.0 mcg/ml at 466.0 mcg/ml via an implantable pump via flex mode dosing for an unknown indication for use. It was reported that following a pump replacement on (B)(6) 2018, the patient experienced fever along with pain and redness at the "side" of the wound incision on (B)(6) 2018. It was reported that the event occurred during hospitalization and that the event resulted in a prolongation of the existing hospitalization. It was reported that an x-ray was performed on (B)(6) 2018 and there was no disconnection. It was reported that on (B)(6) 2018 laboratory testing was done and the c-reactive protein (crp) was 53, high - infection parameter. It was reported that on (B)(6) 2018 antibiotics were administered. It was reported that the event was possibly related to the device or therapy and the implant procedure. It was reported that the event resolved without sequelae on (B)(6) 2018. No further complications were reported and/or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. Laboratory testing on (B)(6) 2018 revealed crp 26 and wound culture with no growth. Laboratory testing on (B)(6) 2018 revealed crp 20 and 23. Laboratory testing on (B)(6) 2018 revealed crp 20. Laboratory testing on (B)(6) 2018 revealed crp 3. Laboratory testing on (B)(6) 2018 revealed wound culture with no growth. Laboratory testing on (B)(6)2018 revealed wound culture with no growth.